Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt gained weight and she was unable to establish telemetry with the ipg. The pt had not used/charged the ipg for approximately three months. The sjm representative confirmed loss of communication using multiple external devices. The pt will undergo surgical intervention to address this issue.